Event description:
The customer reported the system displayed a communication error message. This message will result in a system no boot, lockup, or shut down. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced. The system was then found to be operating as intended.